Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Initial failure analysis was confirmed. Additionally, the instrument failed continuity test for one of the jaws. X-ray analysis revealed a break in the conductor wire at weld for that jaw.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa was able to replicate the customer reported complaint. For clarification, the instrument failed the continuity test, resulting in failed energy delivery. As expected, no steam was generated when wet paper towel was held between grips for the energy delivery test, confirming the circuit was not complete. No visible conductor wire damage was seen at the wrist assembly or backend when housing was removed. Wire path must be severed internally along its path. This instrument will be transferred to determine the source/location of the failed continuity test. The complaint was confirmed by fa, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, just after instrument insertion, the surgeon sat in the console and began to move his instruments with no problem whatsoever. Just as the surgeon started dissection on the round ligament, he tried to applied energy with the vessel sealer extend (vse) instrument, but the instrument was not working properly as it did not apply any energy. The surgical team uninstalled the instrument and gave it a thorough inspection. After that, the instrument was reinstalled and tested several times with different kinds of tissue thicknesses, but problem persisted. The instrument was replaced with a new vse instrument with no further issues. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before use with no issues. When the surgeon went to try and seal, there was no action from the instrument. The instrument never worked at all. The instrument could be moved from the surgeon console with no problem, but it was not able to apply energy at any moment. The customer did not know if any audible tones were heard. The surgeon exchanged the instrument to continue the procedure.